Event description:
It was reported the xenon light source had an issue that lamp did not light. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: d8, h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, the event reported was confirmed and it is likely that lamp is not igniting occurred due to lamp failure. Olympus will continue to monitor field performance for this device.